Manufacturer narrative:
Evaluation: post market vigilance (pmv) led an evaluation of one device. The device was received loaded without a 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Since the sulu was received with the instrument a representative sulu was used for functional testing. The loading unit was loaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open partial gastric resection to remove a local tumor, during the removal of the gastric tumor, the surgeon was able to close the device but was not able to fire it. The handle did not return to the open position following the first full squeeze. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was able to close the device, but was not able to fire it. Another device was used to complete the case. There was no patient injury.